Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(4) 2014 through (B)(4) 2015.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Concomittantly, monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period december 1, 2014 through january 31, 2015. Supplemental 10.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/20/2016. (B)(4). Reporting period december 1, 2014 through january 31, 2015.]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ 165; gynecare prolift +m anterior pelvic floor repair system - 9; gynecare prolift +m pelvic floor repair system - 8; gynecare prolift +m posterior pelvic floor repair system - 10; gynecare prolift +m total pelvic floor repair system - 15; gynecare prolift anterior pelvic floor repair system - 24; gynecare prolift pelvic floor repair system - 30; gynecare prolift posterior pelvic floor repair system - 20; gynecare prolift total pelvic floor repair system - 32; gynecare prosima pelvic floor repair system - 12; gynecare prosima pelvic floor repair systems - 5.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
It was reported that concurrent to mesh implantation the patient also underwent cystocele, rectocele & enterocele repair and sacrospinous ligament fixation. Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2014 through january 31, 2015.